Event description:
It was reported that an roi-c plate was difficult to install then bent and a cage broke intra-operatively. They were both removed and replaced to complete the procedure without patient impacts. This is report two of two for this event.

Manufacturer narrative:
Corrections in d4: UDI number, g1, and h3. Additional information in d4: expiration date, h4, and h6: component, investigation type, findings, and conclusions. Inspection the returned device matches the information in the complaint file and was examined. Visual inspection revealed that the cage has fractured. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that an roi-c plate was difficult to install then bent and a cage broke intra-operatively. They were both removed and replaced to complete the procedure without patient impacts. This is report two of two for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3004788213-2023-00031.